Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 33 mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was positioned and deployed. However, the closure device landed too proximal so therefore was fully recaptured and removed. The pigtail was reinserted and advanced to the laa. A panogram was performed and they opted to use another 33 mm wds. The device was deployed. It passed the seal, compression and 3 tug tests; however, the position was a little bit proximal. There was concern of recapture due to the position of the device, therefore as it met all other release criteria and seemed to be intact, after another tug test was performed the device was released in the laa. Within a second of release the device embolized into the left atrium and then to the left ventricle. The device was removed via surgical window and the laa was ligated. There were no further patient complications reported.